Manufacturer narrative:
As the lead was capped, it will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. An amended report will be filed should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) pacing lead was surgically abandoned due to high capture thresholds and high pacing impedance measurements. The impedances were 2,029 ohms in the bipolar configuration and 1,604 ohms in the unipolar configuration. An x-ray was performed, but no fracture was visualized. A new lead of the same model was successfully implanted. No adverse patient effects were reported.